Event description:
The disposable loading unit was used with an instrument during a colon resection procedure. The staples did not form properly and bleeding was observed from the staple line. The surgeon manually sutured to correct this condition. No pt injury reported.